Manufacturer narrative:
The device involved and information regarding the incident has not been released to the manufacturer.

Event description:
According to the complaint record a pt allegedly fell to the floor hitting the head and blood was noted. MFR ref #: (B)(4).